Event description:
Supplemental MDR being submitted due to confirmation of off label use on 06-oct-23 and subsequent completion of investigation on 23-oct-23. Patient outcome: according to the initial reporter, the patient did experience an adverse effect due to this occurrence. The patient experienced stent migration at 184 days post-placement, no treatment was administered to resolve the migration. The patients' conditions resolved.

Manufacturer narrative:
The 01x evo-fc-10-11-6-b device of lot number c1272009 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a pmcf study ¿mdr2052" to capture ¿stent migration¿ the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Note: the rpn noted in the casebook is evo-fc-11-6-b however when cross referencing against the lot number, the correct rpn is evo-fc-10-11-6-b. Instructions for use and/label review: as per the IFU (ifu0062), stent migration is a known potential adverse event associated with biliary stent placement ¿additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel, bile duct ulceration, death (other than due to normal disease progression), fever, inflammation, ingrowth due to tumour or excessive hyperplastic tissue, nausea, obstruction of the pancreatic duct, pain/discomfort, perforation, recurrent obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to the biliary tract or duodenum, tumour overgrowth, vomiting¿ upon reviewing the complaint detail/events provided, it was noted that the device was used against the intended use outlined in the IFU. As per the IFU, the intended use is listed as ¿this device is used in palliation of malignant neoplasms in the biliary tree¿ while the complaint device was used to treat ¿acute pancreatitis¿ which has been deemed a benign condition which is in contradiction to the intended use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of off label use was identified from the available information. As noted above, the evo-fc-10-11-6-b device was used in the treatment of ¿acute pancreatitis¿, a benign condition, while the intended use specifies that the device is to be used specifically for malignant neoplasms. The stent migration noted in the study was deemed a cascading effect of the off-label use of the device. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 used device. Summary of investigation: according to the initial reporter, the patient did experience an adverse effect due to this occurrence. The patient experienced stent migration at 184 days post-placement, no treatment was administered to resolve the migration. The patients' conditions resolved. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Brief description doesn't fit in field: device issue: stent migration, inability; not documented, replacement; no, direction: downstream, degree; full, no contributing factors documented. Description of event: device issue: stent migration, relationship: device; not related, procedure; not related, ancillary; not related, pre-existing:; not documented, deficiency: no. Patient outcome: status: resolved, treatment: no treatment, death: no.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.